Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx427t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operating in under-drainage and was non-adjustable. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. (B)(6). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: the following observation was made during the visual inspection: -scratches on the housing of the progav 2.0. Permeability test: the test showed that the progav 2.0 shunt system is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position, to be 1.2 cmh2o. This is within the specified tolerance of 3 cmh2o [± 3] cmh2o additionally, the shuntassistant was tested according to standard procedure in the vertical position. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 12.61 cmh2o. This is not within the specified tolerance of 20 cmh2o [-2/+4] cmh2o. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the brake function of the progav 2.0 operate as expected. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was an accelerated outflow in the shuntassistant at the time of our investigation. Detected deposits were the cause of the accelerated outflow endogenous substances in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.